Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the keypad buttons were unresponsive. The reporter stated that all keypad buttons are unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the keypad was found to be intact; no peeling was observed. The complaint of unresponsive keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and there was contamination was observed under all of the key contacts. A leak test was performed and showed a leak at the side of display lens; there was no moisture observed behind display lens. The pump case was removed and evidence of moisture contamination was observed inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.